Event description:
It was reported that, "following insertion of short gamma nail ((B)(4) lot-k660758), when surgeon attempted to drill for static distal screw, drill bit missed and skived off of nail thus resulting in drill hole anterior to nail. Surgeon then retightened entire targeting arm and reattached speedlock sleeve and attempted to drill for dynamic hole. Drill bit once again skived off of nail, thus resulting in second anterior hole. The surgeon then removed the entire targeting arm and used a short 4.2x180 drill bit to drill a third hole utilizing the c-arm and was able to insert a screw through the distal hole in the static spot."

Manufacturer narrative:
Additional info has been requested. If additional info is received it will be provided on a supplemental report. Associated devices: (B)(4) speedlock sleeve 180 lot# kp306090, (B)(4) nail holding screw 8x35mm lot# k542819, (B)(4) tissue protection sleeve, long 9 mm lot# k177462, (B)(4) drill sleeve, long 5 mm lot# k122836.